Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient experienced a communication failure between the dexcom sensor and their insulin pump. The lead to ¿high readings without alerts¿. When a fingerstick was taken at an unknown moment during the event, the blood glucose reading was 37.0 mmol/l. Ketones were detectable but no specific reading was reported. No specific symptoms were reported. No information about treatment was reported either, and it was unknown when and if the patient sought medical assistance. At the time of the report the patient´s current condition was unknown. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.